Manufacturer narrative:
As of today, all information indicates this lead remains in service. No additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited diaphragmatic myopotential oversensing, which resulted in pacing inhibition and greater than 2 seconds of asystole. The noise was able to be recreated with diaphragmatic isometrics. There was no shock therapy associated with this event. No adverse patient effects were reported. Subsequent information indicates that the lead displayed additional episodes of noise and oversensing. The local health care provider indicated that the patient had been constipated and was likely bearing down during the episodes. No adverse patient effects were reported. The lead remains in service.